Event description:
It was reported that during the procedure, a 4.0x8 rx vision stent delivery system was advanced toward a moderately calcified lesion in a moderately tortuous distal right coronary artery, but was unable to cross the lesion. The vision stent delivery system was withdrawn, and the procedure was completed successfully using another device. There were no adverse patient effects and no clinically significant delay in completing the procedure. Returned goods lab received the 4.0x8 rx vision with the stent implant partially expanded and loose on the balloon. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: the stent delivery system was returned with an oversized and loose crimped stent on the balloon. It is likely that the loose stent, lifted middle section, and oversized crimped stent outer diameter (od) occurred post-procedure during packaging for return. The oversized stent od and lifted middle section may have occurred at the time of stent movement as it is expected that the stent would expand during travel over the balloon shoulders. The returned product analysis revealed no indication of a product quality deficiency and the observed stent conditions likely did not contribute to the reported failure to advance. Based on the reported information, the reported failure to advance appears to be related to the case-specific factors, such as the reported moderately tortuous and moderately calcified, distal lesion. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on this investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.